Event description:
The customer reported that the ortho provue analyzer read a positive dat baby's sample as negative. The result was released. The result was questioned by the physician based on the patient's medical condition. The sample was repeated in manual gel method using the same lot of gel card. A positive reactivity was obtained. If this type of malfunction were to reoccur during blood typing, a patient could be transfused with the wrong blood type. There was no report of patient harm as a result of this event.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and performed cleaning and maintenance. No definitive root cause was determined for the reported incident. However, verification of camera alignment and optimization of gel camera optics has returned the instrument to its expected operation.